Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph showed a ruptured bladder in a footing position. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor ruptured. This event occurred during the fourth day of infusion. The infusor contained 180ml of 5fu in 0.9% normal saline. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.